Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme, debilitating menstrual pain"), menorrhagia ("abnormal heavy menstrual bleeding"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with removal of the essure). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, allergy to metals, weight increased, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("extreme, debilitating menstrual pain") and allergy to metals ("nickel allergy"), 5 days after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain"), menorrhagia ("abnormal heavy menstrual bleeding"), dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed") and rash ("rash/allergic or hypersensitivity reaction-rash") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with removal of the essure). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, allergy to metals, weight increased, dyspareunia, anxiety and depression outcome was unknown and the pelvic pain and rash had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, rash and weight increased to be related to essure. The reporter commented: discrepancy noted in in insertion and removal date and also for essure confirmation test (as per follow-up of (B)(6) 2018 it was reported as did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed full occlusion and proper placement.. Most recent follow-up information incorporated above includes: on 18-dec-2018: pfs and medical record received. Reporter and patient demographics were added. Updated suspect drug indication. Events pain/ pelvic pain, rash and did not undergo confirmation test added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.